Event description:
The facility initially reported an infusion pump with the pumphead not opening. Additional information was obtained from the customer determined that the open button on the pumphead was not working. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported to the device. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be field upon completion of the evaluation, or if additional information becomes available.